Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
On off button faulty. There was no patient involved in this event.

Event description:
On off button faulty. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. . The sam 300p passed ¿out qat from heartsine technologies on the 3rd october 2011. The device was returned with the reported fault ¿on/off button faulty¿. Information from the history log shows that the device performed to specification from the 11th october 2011 up to the 4th november 2018. During this time the device records three manual power ups all of under 1 minute duration with two of these manual power ups recorded between the 11th october 2011 and 12th october 2011 and the last manual power up recorded on the 13th december 2017. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The operation of the on/off button was verified at different stages during this period. Additional testing of the device on saverevo in which the on/off button operation was tested. The on/off button was verified using the saverevo diagnostic tool during testing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.